Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer overestimated the battery longevity of patient's implantable cardioverter defibrillator. Patient will continue to be monitored with regular follow ups.